Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-op, during an fess procedure, when the stryker drill was being used on the patient there was constant feedback from the nim on channel 1 oculi mostly but also on channel 2 oris. The surgeon then adjusted the low pass filter from 2000 to 1000, this lessened the constant feedback on channel 1 and mostly on channel 2. Navigation and imaging was not aborted and there was no delay. No patient impact. Additional information was received that the issue could not be resolved with troubleshooting and normal monitoring could not be continued without any issue to complete the procedure. Troubleshooting was attempted by moving the drill cord away from electrodes. Patient interface box was not near any cords and nim was not near electrosurgical equipment.